Event description:
The customer reported that the device intermittently displayed the attention, charge pak and wrench icons and failed to provide voice prompts upon power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported problem. Physio determined the cause for the issue to be the device failure to complete the boot up cycle upon power on. However, additional testing was unable to determine further cause.